Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the plunger went over the iol. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Viscoelastic was not provided. The product investigation could not identify a root cause. Due to an import issue with the shipping carrier, the product has not been received to evaluate. File will be reopened when product is received by the manufacturing site. It is unknown if a qualified viscoelastic was used. The instruction for use IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: due to rapid advancement faster than the IFU recommend rate. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high 23°c / 73° f lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The device with the lens was returned loose in a plastic bag. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was located at the far end of the loading area. The lens was located ahead of the plunger in the nozzle. The optic was rotated sideways in the device. The optic was broken into two pieces horizontally and both optic portions were cracked and torn. The trailing haptic was broken in the gusset area and was not returned. The leading haptic was extended along the left side of the device with the distal haptic tip oriented toward the nozzle tip. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The reported plunger override was not observed upon return. The lens was in the nozzle and heavily damaged. The heavy lens damage would indicate the lens/plunger were not in an acceptable position for advancement. The plunger was retracted into the loading area. The plunger in relation to the broken lens cannot be determined. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).